Event description:
It was reported that the device was at recommended replacement time (rrt) with in 3.5 years. Also noted was the device had high right atrial and left ventricle outputs. The device was explanted and replaced. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned and analysis revealed normal battery depletion.